Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for a smoky odor emanating from the device. Internal/external inspection revealed a smoky odor was noted coming from inside the chassis. The original ac line fuses and their replacements in download were electrically open (blown). The complaint was confirmed during evaluation. The assignable cause for odor was determined to be a hardware problem - poor connection at the alternating current component (accomp) board header to power harness interface. Poor connection caused connection overheating, odor, electrical shorting of the ac power line, and fuse failure. Scrap the accomp board, and power harness. The device will be sent for servicing. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report a smokey smell coming from the homechoice (hc) machine during use, patient connected. The home patient (hp) stated that they woke up and the hc had no power. The hp said that they tried to adjust the plug, but the hc smelled like there was bleach or smoky smell leaking from it. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.